Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the trigger could not be depressed smoothly so the stapler was not used for closing incisions. The problem was found during the testing prior to use." No pt injury was reported.